Event description:
It was reported that the patient was charging the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred last couple of months from the date manufacturer became aware of the event.